Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient experienced pain while using the bhs assembly. The patient indicated that the pain level was at a 8 or 10 on a scale of 1 to10, 10 being the worst. The patient contacted their doctor, and the physician advised the patient to stop using the unit. No further consequences are reported. The bhs unit and sflx-xl coilette were not returned for further evaluation.

Event description:
It was reported by the sales representative that the patient experienced pain while using the bhs assembly. The patient indicated that the pain level was at a 8 or 10 on a scale of 1 to10, 10 being the worst. The patient contacted their doctor, and the physician advised the patient to stop using the unit. No further consequences are reported. The bhs unit and sflx-xl coilette were not returned for further evaluation.

Manufacturer narrative:
Estimated date of the event b3: unknown. The bhs unit was received for evaluation. A visual inspection of the customer¿s returned product was performed. Included was a bhs controller part no. 1068234 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of "patient experienced pain while using the bone stimulator". The controller was tested and operated as intended. Review of complaint history identified (25) total complaints from ((B)(6) 2024) to ((B)(6) 2025) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Highridge medical will continue to monitor for trend. Related MFR number 0002242816-2025-00043-01.